Manufacturer narrative:
Patient age: the exact age of the patient is unknown, however the patient was reported to be over 18. The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix¿ pancreatic stent was used in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure when the advanix¿ pancreatic stent was being deployed into a tight pancreatic duct stricture, the introducer and stent started to kink and the stent could not be deployed. . The procedure was completed with another of the same device. There were no patient complications during the procedure and patient's condition at the conclusion of the procedure was reported to be fine.